Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.

Event description:
The 2.5 x 20mm balloon burst at 14atms and there were no adverse effects to the pt. The target lesion was a highly calcified long left anterior descending (lad).